Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the monitor would not power up. Since the event occurred during routine testing of the device, there were no pt involvement during this event.